Event description:
It was reported insufficient ice occurred. Prior to the procedure during testing, the visual-ice cryoablation system was unable to freeze as expected. The staff realized that the gas output was at 20 percent. The procedure was completed successfully using the original system and different needles. No patient complications were reported.